Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant attempt, the scrub tech flushed the left ventricular (lv) lead with saline and noted fluid encased inside the insulation. The lead was not implanted; another lead of the same model was implanted without any issues. No patient complications have been reported as a result of this event.